Event description:
It was reported that a malfunction occurred on the pump, but no notable events led to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the customer in doing so, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to report if any further malfunctions occur.